Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the handle on the imaging acquisition system shocked him while he was pushing the system down the hall. No patient was present at the time of the event.

Manufacturer narrative:
H3, h6): the manufacturing representative went to site to test the imaging system and troubleshoot the issue. Removed the imaging acquisition system covers to inspect the grounding connections, which were secure and showed no issues with cable integrity. And operated the imaging acquisition system for one hour but was unable to replicate the shock issue. The manufacturing representative also inspected the dead man handle and confirmed that rubber covers were installed over the four screws in the handle. A system checkout was performed. The manufacturing representative will continue to monitor the issue. And manufacturing representative returned to the site to install an esd drag chain to mitigate static shocks. The manufacturing representative explained to the site that relative humidity is critical for controlling electrostatic discharge (esd), with optimal levels between 40% and 60% recommended to minimize static charge buildup. Dry air (below 30% relative humidity) allows static charges to accumulate, significantly increasing esd risk, whereas higher humidity helps dissipate charges. The manufacturing representative further explained that an esd drag chain is a conductive chain attached to mobile equipment, such as carts or chairs, that trails along the floor to provide a low-resistance path to ground, thereby preventing electrostatic discharge. Due to the site¿s use of dehumidifiers in the or rooms and seasonally low humidity levels in miami, the environment is conducive to static charge buildup. The system was verified to be functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter details - updated e h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000460, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.